Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power port 1 of the patient's controller was noted to be loose. The controller was exchanged with no reported consequence or impact to the patient. The event was not associated with any controller alarms or vad stops. The user did not apply excessive force when connecting power sources. The controller had not been dropped or sustained any damage. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A report was received that power port 1 of the patient's controller was noted to be loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. The reported event (loose component) was confirmed at the bench level. The controller failed visual inspection but passed functional testing. The port 1 and serial port controller connectors were found loose from the controller housing with the o ring gasket displaced. The reported event details were confirmed during the visual inspection. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.